Event description:
It was reported that on (B)(6) 2013 during the procedure in the moderately tortuous, mildly calcified, distal left circumflex artery for treatment of a 99% de novo lesion, a 2.5x12 nc trek rx dilatation catheter was delivered to the target site and the balloon was inflated for 30 second to 10 atmospheres. Intravascular ultrasound (ivus) was performed. A 2.5x23 rx xience xpedition stent delivery system was advanced to the target site and the stent was deployed with 3 inflations at 12 atmospheres for 60 seconds. Ivus was advanced but could not cross the stent. Therefore, the 2.5x12 nc trek rx balloon was inflated to 12 atmospheres for post dilatation. Ivus was advanced again but could not cross the stent. It is unknown if the stent was fully apposed to the vessel wall. Angiography was performed and timi 3 blood flow was confirmed and the xience xpedition stent was confirmed to be apposed to the vessel wall. The procedure was completed. On (B)(6) 2013, during follow-up, the patient experienced chest pain. Electrocardiogram (ECG) change was observed. Angiography confirmed in-stent thrombosis. Timi 0 flow was confirmed. A non-abbott guide wire was advanced and thrombectomy was performed 3 times. A 2.5 x 15 mm non-abbott balloon catheter was inflated 3 times at 12 atms for 60 sec. Timi 3 flow was confirmed. The procedure was completed and the patient was discharged on (B)(6) 2013. Physician comment: the patient indicated that medications were compliant; however, medications could have been stopped because the patient suffered mental illness. Physician opinion is that the thrombus occurred due to non-compliance and multiple factors. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant: dilatation catheter: nc trek 2.5x12mm; guide wire: runthrough ns floppy; guide cath: 7f launcher jl4.0 sh; other: ivus : volcano revolution. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Angina, electrocardiogram (EKG/ECG) changes, thrombosis, and ischemia are listed in the japan xience xpedition everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.